Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced blood glucose (bg) of 30 mg/dl which was addressed with the customer drinking 3 sodas and taking 3 glucose tabs. The customer's father and father's girlfriend fed the customer food and kept track of the customer's bg. Cause for bg was unknown. Tandem customer technical support (cts) examined pump data logs and found pump to be function as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.